Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two 911 events due to unexplained low blood glucose readings. Customer's blood glucose was 29 mg/dl at the time of the incident and 88 mg/dl currently. Customer treated with glucose tablets. Customer stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Customer stated that the pump was not exposed to an MRI. Customer performed the displacement test and passed. Customer was advised to monitor the pump and call back if issues persist.